Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies available. Hence, no conclusion can be drawn.

Event description:
It was reported that a patient underwent posterior fusion at occipital-c5 levels (occipital plate + screws at c2-5 levels) for csm on (B)(6) 2012 in the other hospital. Post-op, the patient complained of sounds around occipital. It was found that screw was backed out and stuck between the plate and occipital, and then invaginate inside skull. The revision surgery was scheduled to remove the invaginated screw on (B)(6) 2015. The screws below c3 were not removed in the revision surgery.